Manufacturer narrative:
During the technical investigation the following was found: the device in question was not returned to karl storz. As no product has been returned, a final determination of the root cause is not possible. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, picture continuous cutting out. No vision during procedure. A surgical delay or prolongation of surgery of less than 15 minutes was reported. The procedure was completed without any patient injury or harm. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction is provided in section h11 to include the correct investigation summary. During the technical investigation the following was found: as no product has been returned, a final determination of the root cause is not possible. As the device has passed the final inspection, and the issue showed during use, it is most likely that one component in the video signal chain got damaged during use - e. G. Flex print connecting camera head in the tip to the pcb in the handle. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production-related quality checks were passed and no non-conformities were identified in the device's manufacturing records. The complaint history did not reveal any pickup in similar complaints. No trend was identified. The corresponding IFU mtp003_en_v3.1_IFU_ce-MDR contains a warning on how to proceed in case of a malfunction on page 17 under 6.1 general notes on use: risk of injury due to malfunction! If the product continues to be used despite a malfunction (e.g. Image failure), the patient may be injured. Discontinue use immediately. Move the distal end to the neutral position. Release the deflection lever. Remove the product slowly and carefully from the patient. Internal karl storz reference number: (B)(4).